Manufacturer narrative:
Motor error alarm during basic occlusion test due to high current draw. Pump received with cracked reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.